Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received multiple occlusion alarms. Reportedly, the occlusion alarm occurred while the customer was attempting to bolus. Customer's blood glucose (bg) level was elevated at 353 mg/dl. Customer had changed the sitemultiple times, then the cartridge/tubing. During the call, the customer changed out the site again and was able to resume insulin therapy. Bg levels were dropping by the end of the call and were at 335 mg/dl.